Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intraoperatively, excessive trunnion wear and black tissue were noted. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm insert, and mdm metal liner. The rep was not made aware of the condition of the revised liner. The rep provided an intra-operative picture and confirmed that no further information will be released by the hospital or surgeon.